Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels last night. The customer's blood glucose level was 50 mg/dl, the insulin pump was giving insulin even when low and the blood glucose level went down to 42 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. They treated themselves with glucose tablets. The insulin pump was on auto mode at the time of incident. The customer alleged insulin pump for over delivery because it was delivering insulin even when the customer was low. The insulin pump will be returned for analysis.